Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of no external power and low battery hazard alarms were confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 18 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 03:58 and (B)(6) 2019 at 22:10, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead rsoc voltage levels dropping down to approximately 3-5v. The alarm cleared shortly after the patient switched over to battery power. The backup battery was able to supply power to the controller until power sources were switched. The low battery hazard alarm activated with these events as well. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis; however, additional provided information indicated that the alarms appeared to be caused by an electrical issue due to the patient¿s old home. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of most recent implant - (B)(6) 2019. Approximate age of device ¿ 9 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that there were no alarms seen and log files were submitted for review. On (B)(6) 2019 and (B)(6) 2019, log file analysis showed no external power/low power hazard. No other unusual events noted and the pump was maintaining its set speed. The patient was reported to be having with his mobile power unit. He was living in an old home and it was believed to be an electrical issue. Per customer, they were in the process of fixing this.